Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary was confirmed. Visual inspection identified no anomalies. Functional testing resulted in backflow indicating a faulty check valve. Supplier testing of the component revealed the presence of a particle measuring 0.0388¿ long, identified to be protein, between the housing seal and the diaphragm. The cause of the check valve failure is a protein particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the protein particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary infusions of IV keppra and vimpat were noted to back up into the primary IV bag. The medications were reordered and given stat. No patient harm reported. The event occurred in the neuro ICU.